Event description:
Note: date of event is unk. It was reported to boston scientific corporation that within ten days after placement of a corflo cubby low profile gastrostomy device, the balloon ruptured. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.